Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2022-14199; 3006705815-2022-14201. It was reported the patient experienced ineffective therapy after a motor vehicle accident. Patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics indicated high impedances on one lead. As a result surgical intervention occurred wherein it was found the ipg header was cracked. The ipg was explanted and replaced and the impeded lead was explanted to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
The reported observation of the clinician programmer displaying the ¿unable to set ipg to MRI mode¿ was confirmed by the system impedance report provided by the field. The report showed low and high impedances on 6 of the electrode channels. The root cause of the reported observation was not ascertained as the device exhibited normal device characteristics while being analyzed in the lab. The lead system was not returned with the ipg. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. A clinicians programmer, system impedance test measured within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.